Event description:
The customer reported the table was inoperable. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The emergency buttons were reset. The system was then found to be operating as intended.